Event description:
It was reported that the patient experienced telemetry issues and was not receiving stimulation for several months. There was a suspected over discharge issue. Upon verification, the implantable neurostimulator had a 50% charge. It was reported that the patient had the device repositioned and the patient is able to recharge and recovered sequelae.